Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the patient was in the intensive care unit for an unknown reason it was noted that the r waves were small and there was a one second pause in pacing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.